Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box data and pump histories from the time of the alleged bg excursion were unavailable for review, as they had been overwritten due to continued pump use. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's health care provider (hcp) contacted animas on (B)(6) 2013 reporting that the patient's blood glucose went to 39 mg/dl; the patient's low blood glucose was reportedly treated with oral carbohydrates and the blood glucose resolved. The hcp reported that the patient's basal rate was programmed at 0.725 units/hour at 12 am but increased to 0.8 units/hour at 9 am. The hcp requested assistance in changing the rate to 0.725 units/hour for 24 hours. Customer support assisted the hcp with making the rate changes. This report is made based on the allegation that the patient experienced hypoglycemia related to a need for pump settings adjustments.